Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous right coronary artery that contained a significant bend of less than 45 degrees. The lesion was predilated with an unknown balloon. The 5.0x24mm taxus express2 drug eluting stent was inserted into the body once and excessive force was used in trying to cross the lesion, but could not cross. As the physician was attempting to cross the lesion, the stent dislodged in a curve of the right coronary artery. An unknown balloon was inserted into the patient and used to pull the stent back into the guide catheter. The undeployed stent was successfully removed from the patient's body and the procedure was completed with another taxus express2. No further patient injuries or complications occured. Patient status is satisfactory. It was further noted that the device was used past it's expiration date.